Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Introduction / page x. Warnings: rapid-acting u-100 insulin: the omnipod® system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog, humalog, and apidra are compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that a patient went into the emergency room on saturday and was hospitalized because his blood glucose levels had increased to the 600 mg/dl range. The patient's wife also clarified near the end of call that when he arrived at the emergency room they kept giving him manual injections to treat his hyperglycemia. He was then prescribed new insulin (humulin r u500).